Event description:
A report was received that the patient underwent a lead revision in which the lead could not be properly placed. The physician decided to explant the patient's system. The patient is reportedly doing well after explant.

Manufacturer narrative:
Patient weight not available. Additional suspect device components involved in the event: model: sc-2108-50m description: scs lead (8 contacts) model: sc-2108-50m description: scs lead (8 contacts) product analysis showed the devices exhibited normal characteristics. This is a final report.